Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/02/2014 with the following findings: multiple loss of prime warnings, which are indicative of the reported event, were observed in the black box data. The pump was exercised for 24 hours, during which no prime related incidents were observed. The pump passed a force sensor calibration check. The reported event was not duplicated. During the analysis, the device operated according to specifications.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.